Manufacturer narrative:
Investigation results: product was provided and examined visually. The universal converter (ek002250; semi-finished product part of the device) is loosened and no longer attached to the housing of the sealing. Device history records: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, additional medical intervention. Conclusion/preventive measures: root cause of the loosening cannot be finally concluded. The device history records have been checked and no abnormalities could be observed. There is no indication for a material defect or manufacturing failure. Upon review of the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with ek002su - disp.univ-sealing unit f/10/12mm trocars. According to the complaint description, during a laparoscopic cholecystectomy procedure, the inner part came off; the entire lamellar part came off and fell into the patient's abdomen. The entire product was retrieved and there was no further harm. An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under aag reference(B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.